Event description:
The following has been reported: biomed reported: product issue: pump was running, then a red bar at the top came on and said (service needed now), would no longer run fluids. Sn: (B)(6). Description of issue: device came down to ce shop with no open ticket, red tag attached to device read "pump was running, then a red bar at the top came on and said (service needed now). Would no longer run fluids". Biomed investigated this issue and checked the pins on the device, none of them seemed stuck. Ran an infusion test which was successful with no errors (volume: 10ml @500ml/hr). Date and time issue occurred: unknown. Patient harm or delayed infusion: not reported. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.